Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services on june 12, 2018. The local representative asked if the technical service's consultant to review episode#v-1 that was recorded on (B)(6) 2018. Stored data was reviewed and respiratory rate trend (rrt) oversensing was identified. The technical service's consultant confirmed that rrt was programmed on. The technical service's consultant suggested that rrt should be programmed off. The patient is pacemaker dependent and the noise and rrt oversensing resulted in a pause of approximately 4 seconds. According to the local representative, there was no patient adverse effect. The patient lives out-of-town and was instructed to schedule an appointment with the local physician to have rrt reprogrammed off.

Event description:
Boston scientific received information that this field clinical representative contacted boston scientific's technical services on july 24, 2018. The fcr had contacted technical services to review an electrogram printout from (B)(6) 2018. The patient denies using any electronics, tens or medical procedure at the time of the oversensing episode. In this episodes, the electrogram noise extends after the ventricular episodes and is in grouping of pulses. It was reported that the device's rrt was programmed off on (B)(6) 2018.